Manufacturer narrative:
Block b5 has been updated with additional information received on october 18, 2019. Block h6 has been updated to include patient code 1862 to capture the reported patient fistula. Block b3: the exact date of the event is unknown. The provided event date, 09/01/2019, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 09/05/2019. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: patient code 1888 captures the reportable event of bleeding out of his rectum. Block h10: the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 05, 2019 that spaceoar was implanted during a spaceoar implant procedure performed on (B)(6) 2019. According to the complaint, on an unknown date, the patient was extremely sick and bleeding out of his rectum. Attempts to obtain additional information regarding the patients condition and treatment have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 18oct2019. The physician confirmed that the patient has fistula and was treated by having him go into a hyperbaric chamber.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2019, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2019. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 05, 2019 that spaceoar was implanted during a spaceoar implant procedure performed (B)(6) 2019. According to the complaint, on an unknown date, the patient was extremely sick and bleeding out of his rectum. Attempts to obtain additional information regarding the patients condition and treatment have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.